Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during checking of the devices before setting for an unknown surgery, two (2) dynamic hip screw/condylar screws (dhs/dcs) lag screw could not be used with the dhs plate. There was no patient involvement. Concomitant device reported: dhs plate (part # 281.140, lot # unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10, e1: phone number. H3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The visual inspection has shown that the positioning groove on top of the dhs/dcs® screw is expanded and damaged. A function test cannot be performed as the device as an insertion into a plate hole is with the expanded top not possible anymore, see also dimensional inspection. The returned dhs/dcs® screw was manufactured in january 2013 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The review of the manufacturing documents has shown that one of the relevant features (flat surface distance) was inspected per 100% before the part left manufacturing site. Consequently, the damage occurred is determined to be post-production/acceptance criterias. The investigation of the dhs/dcs® screw has shown that the positioning groove of the screw is damaged and widened up, this damage prevents the insertion of the plate, therefore the complaint is confirmed. The review of the production history revealed that this implant was manufactured in january 2013 according to the specifications. No manufacturing related issues that would have contributed to this complaint were found, the visible damages were caused post-manufacturing. The type and extent of damage incurred indicate that the positioning groove has been widened up due to inadequate handling. In order to ensure a correct load transfer it is crucial to have an appropriate connection between the dhs-screw and the connecting screw 338.310, which is guided through the appropriate dhs/dcs wrench. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 280.050 lot: 8270102 manufacturing site: balsthal release to warehouse date: 23.jan.2013 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an unknown surgery, two (2) dynamic hip screw/condylar screws (dhs/dcs) lag screw could not be used with the dhs plate. It is unknown how the procedure was completed. It is unknown if there was a surgical delay. Patient status and surgical outcome are unknown. Concomitant device reported: dhs plate (part # 281.140, lot # unknown, quantity 1). This report is for one (1) dhs®/dcs® lag screw 12.7mm thread/105mm. This is report 2 of 2 for (B)(4).